Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle freedom meters and freestyle test strips, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the report of (B)(6) 2020. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported the customer could not obtain glucose results due to the meter not providing readings due to unspecified test issue. No symptoms were reported. Customer was reportedly "rushed to the hospital" where she was treated with insulin (dose/type unknown) and then transferred to a rehabilitation center where she remained until (B)(6) 2020. No further information was provided as caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.